Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a canted lead was opened during procedure and the lead did not look to be properly canted. The distal angle appeared to be a right angle but the proximal bend was almost straight when held up. Lead was not used and was replaced. Patient was stable throughout the event.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for investigation. Double bend evaluation was performed at the manufacturing site and was identified to meet specification. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.